Manufacturer narrative:
Product problem was inadvertently selected for this report. This report was only an adverse event; as previously reported the surgeon made no allegation of a malfunction with the navigation system or with navigation. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
(B)(4) 2016 a medtronic representative, following-up at the site, reported that during an l2-l3 psf, there was a lateral breach on the right side of l2. It appeared that although the path made by the pedicle probe seemed to be well within the vertebral body, the screw breached the pedicle and ended up deviating from the desired trajectory. (B)(4) 2016 software investigation completed. Findings are that there is no allegation of malfunction of the navigation system or navigation. Software is functioning as designed. Determined to be user error. No parts have been received by manufacturer for analysis. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A site physician reported that, while in a l2-l3 psf spine procedure, a screw was placed breech in the right l2 pedical. The surgeon made no allegation of a malfunction with the navigation system or with navigation. The surgeon stated that the screw was "hugging the pedical wall". The surgeon re-positioned the screw. Delay in therapy was 5 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. There were no other issues with screws placed in the l2-l3 fusion. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.